Manufacturer narrative:
Evaluation summary: repeated use causes the cable to break off.

Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax video scope eb-1575k-pm. In the event reported, it was stated that there was no image. The anomaly was detected in the operating room before use. The was no adverse event reported with this complaint the device was returned to pentax medical service facility on service order (B)(4) and is currently pending evaluation. A review of the service history indicates the device was not routinely serviced at a pentax facility. No other information provided.

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.